Event description:
It was reported that in central processing, the pk dissecting forceps instrument was observed to have wires fraying. The instrument was not used on a patient after the reported issue and there was no allegation of harm or injury to the patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch frayed at the distal idler. No other damage was found on the pulley and the clevis. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found.